Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result for 1 patient sample tested on a cobas 8000 e 801 module. The initial tnths stat result was 28.9 ng/l. The same patient sample was tested on another cobas e801 and a tnths stat result of < 3.00 ng/l with a data flag was obtained. On (B)(6) 2019 the same patient sample was tested on the initial cobas e801 and a tnths stat result of < 3.00 ng/l with a data flag was obtained. On (B)(6) 2019, the customer repeated the same patient sample an additional 10 times on the initial analyzer with all 10 results being < 3.00 ng/l with a data flag. The tnths stat reagent lot was 37069500 with an expiration date that was requested but not provided.

Manufacturer narrative:
Based on the data provided, alarms were observed suggesting reagent handling problems. The sample was centrifuged for 10 minutes at 2200 g. Based on the type of sample tube the customer uses, the sample should be centrifuged for 15 minutes between 2000-3000g. The malfunction is consistent with a pre-analytical handling issue at the customer site.